Event description:
It was reported the smart switch board was faulty resulting in no boot. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The smart switch board was replaced during the service call. The system was tested and found to be working as intended and put back into service.